Event description:
Complainant alleged that the medics administered two shocks to a pt who was presenting a ventricular fibrillation heart rhythm. Upon the adminsitration of the second shock, the device shut down. The medic then obtained another device and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.